Manufacturer narrative:
This report is being submitted to relay corrected information. The initial report was submitted under the incorrect medwath facility. The correct medwatch facility is zimmer dental 2023141. The device is however not reportable under FDA malfunction variance e1998009, for zimmer dental. This event no longer meets reportability requirements. No further medwatch reports will be submitted for this event. The following sections are being reported: b4: date of this report was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Initial reporter¿s title and last name are not provided / unknown.

Event description:
Doctor reports that the tsvldazr3 abutment fractured. Tooth site #8.